Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents are within specification. The insulin pump passed all functional testing. Intermittent button response due to moisture damage on keypad traces. No button error alarm noted during testing. The insulin pump was received with cracked case on display window corners, minor scratches on liquid crystal display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and blood glucose readings that read over 600 mg/dl on the meter. It was noted that the customer was at a doctors office and was unable to stay awake and thus was taken to the emergency. Customer was kept overnight and was placed on IV and insulin drips at the hospital. Multiple button error, no delivery and battery out limit alarms were noted in the alarm history. Customer's blood glucose reading at the time of the call was 331 mg/dl. No further information reported.